Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of fluctuating high and low blood glucose and button error. The customer had a low reading of 46 mg/dl last night. The customer treated with nutter butter cookies. The customer had symptoms such as lips tingling, sweating, clamminess and feeling dizzy. The customer also had high readings which were treated with the pump. The customer reported that the up and down arrows were unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had unresponsive up buttons due to corroded keypad traces. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing were noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.